Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple high watt alarms. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Patients who receive vads may also develop severe refractory heart failure. Worsening heart failure is primarily mitigated by surgical and medical management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted with worsening heart failure and new onset of hematuria. In addition, the patient was having high watt alarms.  The log files confirmed that the power was above normal operating range. The patient was taken to surgery for an hvad to hvad exchange. Upon removal of the hvad, there was no evidence of inflow obstruction, thrombus, or intervening trabeculae within the left ventricular cavity itself. During placement of the new lvad pump, there was some difficulty of the right ventricle weaning from cardiopulmonary bypass requiring placement of a temporary rvad.  However, the lvad flows had improved with replacement. As a result, the patient was transitioned from cardiopulmonary bypass to veno-arterial extracorporal membrane oxygenation (va ECMO) with the hvad and rvad. It was further reported that the patient had no reported risk factors for development of thrombus and there was no suspected device malfunction. The patient remains in critical condition.